Event description:
The customer reported that he obtained blood glucose readings of hi (indicative of a reading above 600 mg/dl) at 12:24 p.m. And 132 mg/dl at 12:30 p.m. With the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Manufacturer narrative:
Based on the clarification received, the customer's date of birth and age was updated in section a2.

Manufacturer narrative:
The customer returned the suspected contour next one meter and contour next test strips from lot #1apec44a for evaluation. An in-house testing was performed with the returned meter and test strips using blood sample, which gave a satisfactory performance.